Event description:
On (B)(6) 2009, pt reported that she unintentionally pulled the insulin cartridge out of the infusion device and left the plunger stuck on the piston rod. She stated she had already switched to her back up infusion device. She stated that a full cartridge of insulin spilled into the cartridge chamber. Assisted her with removing the stuck plunger using the same cartridge by just squeezing the end of it and unscrewing the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.